Manufacturer narrative:
Batch review performed on 05 august 2020: lot 187226: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner almost 2 months after primary. The surgery was completed successfully.